Manufacturer narrative:
Device history records review was completed for part # 03.010.200, lot # 2699548. Manufacturing location: (B)(4), manufacturing date: apr 21, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional product code:(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a surgery for the proximal femoral fractures on (B)(6) 2016, the surgeon used a trochanteric fixation nail-advanced (tfna) long nail. During the surgery, the surelock system was assembled. Although the surgeon adjusted the system several times, the calibration pin slightly interfered with the nail. When a slight adjustment was made after the insertion of the implant, the surgery was completed. The surgery was extended for five minutes. Concomitant device: tfna femoral nail (part 04.037.920s, lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The instrument was probably sterilized several times and therefore the ¿hartematalierung¿ is not visible anymore. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. It was found that the used raw material fulfilled the specifications. All dimensions relevant for the function of the product were measured, and fulfill the specifications. However several dimensions were measured to be out of tolerance position. The reason for these out of tolerance dimensions was found to be local abrasion of the product due to repeated use. Therefore the complaint is rated not valid from point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: one part 03.010.200, lot 2699548, surelock aiming arm for antegrade femoral nails was received for investigation. The concomitant device part 04.037.920s,lot unknown, tfna femoral nail was not returned for investigation. The condition of the aiming arm can be described as worn. The device shows significant use during its five (5) year of lifespan. After the manufacturing evaluation, a functional test was performed with product development (sustaining engineering) to reproduce the complaint issue. The sure lock aiming arm passed the functional test successfully. After slight adjustments the calibration pins met the nail holes as intended. Based on our investigations, it is likely that the worn out condition of the device, or not exactly following the surgical technique, could have contributed to the complained issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.